Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty of breathing/short of breath that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer was observed a dark-grey discoloration on the bottom enclosure and rear panel. The rotary dial on the front panel was not functioning correctly. Evidence of liquid ingress to the blower and blower box was observed. A keratin-like substance was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, the manufacturer was observed that there were missing non-skid pads on the bottom enclosure. A dark-unknown contaminant was observed on the bottom enclosure and on the iso port. The flip- door lid seal is yellowish and shows discoloration. An unknown residue was observed throughout the water tank. A white colored, dust-like contaminant was observed on the heater plate. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer cannot confirms the complaint of the device not turning on or functioning and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.